Event description:
The customer removed cover to wash the pad and saw some holes and wires exposed. Bce asked the customer to return the pad for inspection. Bce contacted the customer again on (B)(6) 2018 to remind the customer to return the pad. The product has not been returned for investigation at the time of writing of this report. Customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. The customer admitted to misusing the pad by laying on the pad and folding the pad in half during use. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".